Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The caliper was missing a piece before use in surgery. The adjustment screw component is missing.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the adjustment set screw component is missing. A search of the complaint database against the product code did not find reveal any trend of fractured/missing adjustment set screws. The root cause of the set screw disassembly is unknown. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor reports of missing set screw components through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.